Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician placed two leads for a trial procedure. The pt reported an allergic reaction due to the tape and steri strips. The leads were removed three days earlier than planned to the allergic reaction. Note the pt implanted two leads with the same lot number.